Manufacturer narrative:
(B)(4). The service engineer (se) replaced the breath delivery (bd) central processing unit cpu) printed circuit board (pcb) to resolve the issue. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that an 840 ventilator had a loss of communication. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.